Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Inadequate viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No device damage observed. A broken haptic is observed in the plunger groove. The distal portion of the haptic is oriented toward the nozzle tip. The nozzle was removed and cleaned for further evaluation. The haptic was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the broken haptic could not be determined. The broken haptic is on the correct side of the plunger. The distal portion is facing the end of the nozzle. The plunger was retracted. The plunger position in relation to the broken haptic during advancement cannot be determined. The haptic position may indicate the plunger was not fully advanced. If the plunger is not fully advanced the trailing haptic may not release properly from the device. Inadequate viscoelastic was observed in the device. The dfu instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. If the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device and cause a broken haptic. This product malfunction was originally reported under an alternative summary report (e2001023). The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report e2001023 has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist student reported that the proximal haptic of a pre-charged intraocular lens (iol) was stuck in the injector. In follow up, it was determined that the proximal haptic remained in the injector, but the rest of the lens remains implanted.

Manufacturer narrative:
This supplemental report is being sent as a correction for the date previously sent on the initial medical device report. The date should have been (B)(6) 2018. (B)(4).